Event description:
A customer reported experiencing an adverse skin reaction that occurred on (B)(6) 2019 after wearing the adc freestyle libre sensor for 2 days. The customer's symptoms were described as skin irritation, redness and "ooz" at the sensor site. The customer had contact with an hcp who advised the customer and prescribed the antibiotic cream, bactroban for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
In addition to the previous extended investigation conducted; the dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release.

Event description:
A customer reported experiencing an adverse skin reaction that occurred on (B)(6) 2019after wearing the adc freestyle libre sensor for 2 days. The customer's symptoms were described as skin irritation, redness and "ooz" at the sensor site. The customer had contact with an hcp who advised the customer and prescribed the antibiotic cream, bactroban for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned and is still intact. Extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed, and no abnormalities were found. The investigation showed all processes were effective. No product deficiency was identified. No future investigation is required.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction that occurred on (B)(6) 2019 after wearing the adc freestyle libre sensor for 2 days. The customer's symptoms were described as skin irritation, redness and "ooz" at the sensor site. The customer had contact with an hcp who advised the customer and prescribed the antibiotic cream, bactroban for treatment. There was no report of death or permanent injury associated with this event.